Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced some mild pd symptoms and the health care provider (hcp) was unsure if it was due to an issue with the deep brain stimulation (dbs)or the patient's compliance with medications / treatment. It was explained that the rechargeable battery lapsed to empty a few weeks ago. The manufacturer representative (rep) confirmed that the battery was recovered, was fully functioning, and was charging fine. An impedance test was performed by the hcp and resulted in high impedances values in the 4,000 ohms range at 3v on the following pairs: 0+1, 0+2, 0+3, and 1+3. Impedances on c+0 and c+1 were in the 2,000 range. The patient was programmed on c<(>&<)>2 so it was stated that the therapy impedances were fine. The hcp plans to continue to monitor the issue and will refer the patient for additional troubleshooting and further action if the issue doesn't resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.